Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03144. It was reported the pt is experiencing uncomfortable heating at her scs ipg pocket site while charging her scs system in addition to after charging her scs system. It was also reported the pt's scs ipg pocket site was "hot" and the burning sensation continued for a week after turning system stimulation off. Pt was advised to charging recommendations and is to consult with the physician for the next course of action. On (B)(4) 2012, st. Jude medical, neuromodulation division sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.